Event description:
Prior to our case, we tested multiple anesthesia laser tubes, and they were not working properly, the distal not inflating on one and the proximal not inflating on the other, the cuff was not inflating properly. We did a further dive and noticed the lot number on the box is not the same as the lot number on the actual package, this is regarding the tenax laser resistant endotracheal tube kit. However, one of the tubes did work but it still had the same lot number as the ones not working.